Manufacturer narrative:
(B) (4). Evaluation summary: as part of the complaint investigation for osteolysis, a team was formed to investigate a probable cause. The following areas were explored: literature research, clinical data, histology analysis, design aspects, wear testing, locking mechanism testing, micro-motion testing, and baseplate/screw interaction. After reviewing the results from the activities described above, the team concluded that there is no definitive cause that explains the reported osteolysis. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Exemption: (B) (6). Total # of events: 27. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.

Event description:
It is reported that pt had osteolysis, revision scheduled.